Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection of the opus speedscrew implant shows a fully deployed device. The anchor is detached and was not returned. The function switch was received set to middle position and performed as intended. The complaint was not verified. The root cause could not be determined with confidence since the device was comprehensively used and was probably damaged due to extensive use. The instruction for use (¿IFU¿) provided with the device contains instructions, warnings and precautionary statements in regards of using the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using an opus speedscrew implant, the anchor broke upon implementation into the bone. The surgeon had to remove the broken screw thread. No additional details were provided regarding the procedure outcome.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the opus speedscrew implant shows a fully deployed device. The anchor is detached and was not returned. The function switch was received set to middle position and performed as intended. The complaint was not verified. The root cause could not be determined with confidence since the device was comprehensively used and was probably damaged due to extensive use. The instruction for use provided with the device contains instructions, warnings and precautionary statements in regards of using the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.